Manufacturer narrative:
Multiple attempts were made to follow up with the customer to obtain the repair and operational status of the device; however, there was no response. If additional information is received at a later date, a supplemental report will be submitted.

Event description:
The customer called into technical support (ts) reporting that the device has a dim screen. With brightness turned full bright, the display is readable, but dim. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. Customer verified that he has a 1st generation lcd. The rse advised that the 1st generation is no longer available. The rse provided parts ID for the 2nd generation ui assembly.